Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Correspondence has been sent out for the device. Once the device has been returned and investigation is completed, a supplemental report will be submitted. For other coil, please reference MDR# 2029214-2018-00815 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the embolization treatment in the splenic artery, two medtronic coils could not be deployed one after the other. The coils were replaced with ruby coils and the procedure was completed without further issues. No patient injury was reported as a result of the event.

Manufacturer narrative:
The new information received, this would not meet the criteria for a reportable event as the coil felt resistance inside the catheter. There was not any non-detachment issue as the physician did not try to detach the coil. The coil resistance in catheter would not likely cause or contribute to a death / si if it were to recur. If information is provided in the future, a supplemental report will be issued.

Event description:
Based on the additional information received, this coil felt resistance and could not advance into the microcatheter.